Event description:
It was reported that during an open gastrectomy procedure, there were no staples in the housing. The surgery was prolonged two hours. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/10/2008. Information anticipated, but unavailable at this time.